Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/26/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump history was reviewed and confirmed several "no cartridge detected" warnings on the reported failure date. The pump was found to power up normally and to display the "verify" screen. During testing, the pump was unable to detect the cartridge and dispensed ¾ of the cartridge before stopping. The force sensor was found to be out of calibration. During evaluation, the pump was opened, and the force sensor was disassembled. Contamination was found in the force sensor assembly and the force sensor was found to be out of calibration. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery.